Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at 2.1 volts (v). Technical services (ts) reviewed the event and provided reprogramming options. No adverse patient effects were reported. This rv lead remains in service.